Event description:
During insertion of a plate for an orif of the distal left tibia, the drill bit hit the lateral cortex and shattered. Surgeon suctioned but was unable to retrieve all of the drill bit fragments.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.